Event description:
I had a spinal fusion at l4-5 using hydrabsorb prosthesetic cage and danek m8 pedicle screws and rods. Post operatively I did fine until I started having pain in november of same year, in february I requested x-ray which showed hydrabsorb had dissolved as well as the complete fusion using my iliac crest ad cadaver bone. Screws did not hold up and l4-5 had collapsed and compacted on each other. I mentally could not go through surgery until 2008, because my legs got so weak I couldn't go up stairs or do normal daily activities, as well as constant pain and depression. I had to apply for disability which eventually was approved. I am a rn and initially I went back to work until I found out the fusion had collapsed, so my plans to continue working ended. When I had second surgery. Physician stated that hydrabsorb was an inferior product and hadn't been used for a long time. I could misunderstood, but I would like this product investigated as it has changed my life causing me a second serious surgery from anterior and posterior approach and I still have pain. I do have medical screws that were used, but no info on them.